Manufacturer narrative:
Customer description indicates that the component failure occured at the wheel axle. Customer-provided image does not show axle in focus. Sample has been requested and if received, will be investigated and a follow-up report will be submitted. No root cause identification is possible with the information provided.

Event description:
End user reports that one of the rear wheels came off of her wheelchair. This resulted in her falling, end user's back impacted the axle pin of the wheel. End user's catheter was pulled out as a result of this fall.